Manufacturer narrative:
Section d9 was updated due to device evaluation. Section h6 evaluation codes updated due to device evaluation method code (annex ) remove b17 and add b01 result code (annex ) remove c20 and add c13 conclusion code (annex ) remove d15 and add d02 componenet code (annex ) remove g07003 and add g02027 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 840 ventilator displayed a battery error, had a burning smell and emitted smoke from the power battery. There was no reported patient involvement. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed an issue with the power supply. The customer has decided not to have the device repaired based on the age of the ventilator and the cost. The cause of the event was isolated in the field to a potential fault in the power supply. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 840 ventilator displayed a battery error, had a burning smell and emitted smoke from the power battery. There was no reported patient involvement

Manufacturer narrative:
H3 medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.